Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "as per the vascular surgeon, the large bore access puncture was high and through the inguinal ligament, therefore, when manta deployed, it did not achieve hemostasis. The patient had successful repair and is now doing well. As per ic doctor, the case was actually meant to be carotid access, however, due to lack of critical care beds they opted to perform via cfa. The patient has a history of patch repair to that cfa as well. The patient received a valve." Additional information: "manta removed from distal external iliac. Inguinal ligament repaired. Patient received: 5 units of packed red cells, 4 units of fresh frozen plasma and 2 units of platelets. Patient is reportedly fine and to be discharged home from hospital."

Manufacturer narrative:
Qn#(B)(4). Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 77-year-old female patient, with a history of patch repair to the common femoral artery (cfa), presented in the or for a tavr procedure. This case initially was meant to be a carotid access; and due to lack of critical care beds, the vascular surgery team elected to perform via the common femoral artery. The large bore access puncture was positioned high and through the inguinal ligament. The manta instructions for use (IFU) posts warnings not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. Following the deployment of the manta device, hemostasis was not achieved, and the procedure was aborted. The manta device was explanted from the distal external iliac and the inguinal ligament was repaired. The patient received 5 units of packed red blood cells, 4 units of frozen plasma, and 2 units of platelets. The patient had a successful repair, the outcome post-procedure is fine, and will be discharged from the home. The suspected root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention is likely due to user error in utilizing manta in a patient with high access (at or above the inguinal ligament). Due to the location of the manta deployment, the implant was likely unable to effectively maintain a seal and the implant became dislodged.

Event description:
It was reported that: "as per the vascular surgeon, the large bore access puncture was high and through the inguinal ligament, therefore, when manta deployed, it did not achieve hemostasis. The patient had successful repair and is now doing well. As per ic doctor, the case was actually meant to be carotid access, however, due to lack of critical care beds they opted to perform via cfa. The patient has a history of patch repair to that cfa as well. The patient received a valve." Additional information: "manta removed from distal external iliac. Inguinal ligament repaired. Patient received: 5 units of packed red cells, 4 units of fresh frozen plasma and 2 units of platelets. Patient is reportedly fine and to be discharged home from hospital."